Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that the patient faced a bent cannula. The blood glucose level of the patient was 652 mg/dl and high ketones which the healthcare professional assessed as dangerous or life-threatening. The patient first went to emergency room on (B)(6) 2024 and was subsequently hospitalised. Further, the patient was transferred to intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2024, the patient was released from the hospital with no permanent damage. Moreover, the infusion set was used for three days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.